Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.9-14.7cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 42.7-43.0cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 10.2-10.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 11.8-13.6cm from the distal tip. The etfe coating was damaged during explant at this location.

Event description:
This report is to advise of an event observed during analysis.